Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 0dpeb05a for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance. The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer from (B)(6) reported that he obtained blood glucose readings of 234 mg/dl on the contour next link 2.4 meter and 122 mg/dl on a non-ascensia meter. There was no allegation of an adverse event. The customer wad advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.